Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter in the syringes and packaging. This happened 10 times for lot# 1807245, 12 times for lot# 1808244, 8 times for lot# 1806229, 23 times for lot# 1808224, 25 times for lot# 1810233, 18 times for lot# 1809227, and 97 times for lot# 1810223. The plunger of the syringes were damaged so the liquid runs along the plungers and come out of the syringe at the top. This happened once in each of the following lots, 1807245, 1808244, 1806229, 1808224.

Manufacturer narrative:
Investigation: multiple samples from the reported lots were received for investigation by our quality engineer. Through visual inspection, particles were observed in several of the product received, in all cases the particle was outside the fluid path. Leakage tests were performed with no leakage observed, product was disassembled and no damage on the plunger rod or other defects were identified. Using magnification, the particles were identified to be polypropylene fibers. A device history review was performed for reported lots (1807245 /1808244/1806229/1808224/1810233/1809227/1810223), no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failures. There was one annotation noted that may be related to leakage for lot 1806229, a failure is the plunger mold was detected that resulted in unfilled material in the plunger rod. The sample returned was inspected and did not present any damage or other defect related to that issue while we could not identify a root cause for any leakage, it was determined the root cause of the polypropylene particles was the transport process of the material in the manufacturing area.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failures. There was one annotation noted that may be related to leakage, without a physical sample to evaluate we cannot verify these events to be correlated. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on the available information we are not able to determined a root cause at this time.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter in the syringes and packaging. This happened 10 times for lot# 1807245, 12 times for lot# 1808244, 8 times for lot# 1806229, 23 times for lot# 1808224, 25 times for lot# 1810233, 18 times for lot# 1809227, and 97 times for lot# 1810223. The plunger of the syringes were damaged so the liquid runs along the plungers and come out of the syringe at the top. This happened once in each of the following lots, 1807245, 1808244, 1806229, 1808224.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1807245, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-23. Medical device lot #: 1808244, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-22. Medical device lot #: 1806229, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-13. Medical device lot #: 1808224, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-20. Medical device lot #: 1810233, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-17. Medical device lot #: 1809227, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-13. Medical device lot #: 1810223, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-23. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter in the syringes and packaging. This hapened 10 times for lot# 1807245, 12 times for lot# 1808244, 8 times for lot# 1806229, 23 times for lot# 1808224, 25 times for lot# 1810233, 18 times for lot# 1809227, and 97 times for lot# 1810223. The plunger of the syringes were damaged so the liquid runs along the plungers and come out of the syringe at the top. This happened once in each of the following lots, 1807245, 1808244, 1806229, 1808224.